Event description:
A customer reported obtaining unexpected negative reactions when testing was performed with capture-r ready-screen pooled (lot n318) test wells on the galileo instrument.

Manufacturer narrative:
Upon review of the result image files, the sample initially resulted as negative in the pooled screen, lot n318, with a reaction score of 10 that visually appeared negative. The sample was repeated on the galileo and positive (3+) results were obtained with the pooled cells. The same lot of capture-r ready indicator cells was used for initial and repeat testing. Equivocal to positive (3+) results were obtained on the antibody identification panel. No antibody was identified. We were unable to rule out having a compromised vial of indicator cells or the instrument. An immucor field service engineer performed preventative maintenance (which includes the unexpected reactions checklist) and no problems were observed. The instrument is operating according to specifications.